Event description:
Bard rectal tube malfunction: two of them the irrigation port broke and stool leaked everywhere. The last one actually had a small tear where the tubing comes out of the rectum, along the seam resulting in leakage. Pt code: 4582. Device codes: 1250, 1069, 2205. Reference: mw5177576.